Event description:
It was reported that customer's insulin pump was working fine, but there was a random beeping. The beep occurs about three to four times a day. Customer's blood glucose is 65 mg/dl. She treated with food. The device's alert type is set to beep. The device passed the self test. Customer was advised to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).